Event description:
The patient reported that the device fell off due to bodily fluid (puss and/or blood) around the irritated area. The patient stated that they may have an infection but it was not confirmed. The patient stated that they are visiting a doctor (B)(6) 2021 to confirm if there is an infection. The patient is not currently taking any prescribed antibiotics. The patient stated that she is not going to continue using the v-go until the appointment. The patient stated that she is applying neosporin ointment to the affected area and her skin is improving. No device available to be returned.